Event description:
IV was infiltrated; when rn removed dressing and pulled IV catheter out, it dislodged at the hub. Rn noted this, called physician; pt x-rayed and confirmed presence of IV catheter. IV catheter removed by cut down by a surgeon.